Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced skin irritation at the sensor site. He indicated that the area was extremely raw, with scratches, bleeding and pain. The customer went to their healthcare provider¿s office and the doctor recommended new site locations and provided sample products to assist with irritation. Blood glucose value was 120 mg/dl. The sensor will not be returned for analysis.